Manufacturer narrative:
This event is being filed due to sentinel event associated with medwatch #: 1320894-2008-00097. The device has just recently been received by conmed however, has not been evaluated to date. When a quality engineering evaluation is completed, a supplemental report will be filed. This complaint originally received was thought to be one device involved. Additional info received from the facility revealed this event involved two (2) devices utilized in the same surgery, both of same lot number. The second device was previously filed on medwatch #: 1320894-2010-00068.

Event description:
It was reported, "during the insertion of the device (grasper endoweave) into the trocar, the distal portion of trocar was break up. The parts/fragments that are fell into the pt was retrieved by a pliers."